Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during a popliteal artery procedure, the coil was pushed out through the microcatheter, and when it was time to detach the coil, it would not. They removed the coil and proceeded with another. It was stated that the physician attempted 2-3 times to detach the coil with the instant detacher. The physician did not try to detach with another instant detacher. There was no issue with the instant detacher. The devices were prepared as indicated in the IFU.